Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer that a replacement of the insulin pump will be sent and revert to back up plan. The customer called back and requested assistance to exit from the prime/rewind loop on the device. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.